Event description:
It was reported a patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to an unknown reason. All components were removed and replaced with a total knee system. Additionally, the patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2014-00356/00362).